Event description:
Reportable based on device analysis completed on 31may2024. It was reported that the saline catheter was filled under power pulse mode and the tip was kinked. The patient presented with acute thrombus in the deep vein of the left lower extremity. The 70% stenosed target lesion was located in the flatly tortuous and severely calcified inferior vena cava. An angiojet device was used; however, the saline catheter was filled under power pulse mode. The catheter was pulled out and a crease at the tip was found. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed a detached hypotube.

Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. Inspection of the device revealed multiple shaft kinks. Functional testing failed due to an under-pressure alarm message. The microscope was used to verify a detached/separated hypotube. The complaint was confirmed for under-pressure issues related to a hypotube separation.